Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a drill bit was found inside the drill head. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Updated product code. A partial fragment of a radiolucent drive drill bit reported involved with this event was returned for evaluation. The associated radiolucent right angle drive (B)(4) sn;(B)(4) was also returned for evaluation, the face gear of the right angle drive was corroded on the drive driveshaft. Investigation results indicate that corrosion on the driveshaft can cause or contribute to the reported event.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a drill bit was found inside the drill head. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.